Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported the patient¿s ipg was explanted due to stimulation resulting in the patient¿s paralyzed leg jumping when therapy was turned on. It was noted that the patient had not charged the ipg in multiple years. As result the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.